Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient had a revision procedure of their left hip. It was noticed that the cup had moved during the patient's 6 week check up, and had further moved at their next check up and the patient was reporting pain. Surgeon decided to revise cup. Surgeon noted that the revision was a result of them not reaming deep enough, or cup wasn't full seated when they had impacted. Initial procedure: (B)(6) 2021. Revision: (B)(6) 2021. Left hip, female.